Event description:
Info received indicates the brake casters are not holding when in brake.

Manufacturer narrative:
The tech found the brake casters were worn. The tech replaced the brake and swivel casters to repair the bed.